Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was explanted due to oversensing. Atrial pacing may have been sensed on the ventricular channel. The field representative reprogrammed device and the issue was resolved. At this time, the rv lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(6) 2017 - received a device evaluation. This lead was explanted on (B)(6) 2017. Upon receipt, the lead under complaint was found cut approximately 6 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analysed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this lead exhibited oversensing. Atrial pacing may have been sensed on the ventricular channel. The field representative reprogrammed device and the issue was resolved. At this time, the rv lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.